Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported on 2015-feb-16, when the patient was two weeks post-op they had upper incision pain and it was swollen at that site. They were ¿allergic to a lot of stuff¿ so they had not been given pain medications. Since the night prior and date of report they were recharging but their efficiency boxes were not darkening in. Their patient programmer (pp) was showing the implantable neurostimulator (ins) battery ¿is not showing anything.¿ the patient then got out the pp and recharger and saw different levels for battery level on both devices at different times and there might be ¼ difference, which they were told could sometimes happen. It was noted that there was something in the belt that was making her itch, so they did not use the belt. It was also stated that they would use the belt when they would lie down because it stayed in place. It was noted that the belt clips were not lining up. The patient attempted repositioning the antenna, turning the belt dial and using the antenna locate feature, but none of the options got more efficiency boxes to darken in. However, the patient was still charging. It was noted that the patient was confused on how to work everything even after reading the manuals and watching the dvd. On 2015-feb-20 it was reported that since implant there had been numerous issues. They could not use the recharger belt because it caused a rash. The patient was still swollen at the implant site and was still in pain from the implant. The patient felt depressed the date of report from not being able to recharge smoothly. The implant site also felt a little warm. The ins was working fine for their pain going down their leg, which was what the implant was intended to treat. The patient also had trouble recharging, which had been an issue since implant. They tried recharging for 4 hours the day prior, and they were able to get 6 coupling bars but now had no bars. The implant was in a bad location for recharging. The patient saw a thermometer message on the screen the day of report and wondered what it meant, and noted that they had only seen it once. The patient had an appointment with the doctor on (B)(6), and was hoping to coordinate seeing a manufacturing representative. Results of this appointment were requested but unable to be obtained. Additional information received 2016-jul-27 indicated that since implant the patient hadn¿t used their recharging belt as it would slip off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.